Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. Device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to corrosion of the battery charger's battery board. The root cause for the corrosion was likely contamination. No adverse event resulted from the defective battery charger or battery pack. The patient received a replacement battery charger and battery pack. Battery charger sn (B)(4).

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery was unable to charge when placed in the battery charger. The patient was issued a replacement battery charger and battery pack.